Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was recharging time increase. Patient advised that charging was taking longer than normal and ins battery % was not increasing much even though the recharge connection was excellent. Patient confirmed that she let the pp screen go black while charging and then pp was fully charged before beginning charging session. Rep suspects it may be a recharger wire or accessory issue. Rep directed patient to call patient services so they should be helping with additional troubleshooting to solve this. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.